Event description:
It was reported the lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. The customer did not provide the lot number of the device. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.